Manufacturer narrative:
The user has not yet provided the nonconforming meter or related information. Therefore, this case will be temporarily closed. If we receive the meter or related information from the user in the future, the analysis will be restarted.

Event description:
This submission is a follow-up report for MFR report number: 3004130086-2024-00001 (file name: (B)(4)).